Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor: sn (B)(4): 09/11/2015 reuse; electrode belt: sn (B)(4): 06/22/2015 reuse.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event consisting of two shocks. The patient was in the hospital at the time of both treatments, and lost consciousness. Nursing staff were present for the treatments. The first shock occurred at 03:45:29 and the rhythm at the time of treatment was ventricular fibrillation (vf). The post-shock rhythm was a sinus rhythm at 60 beats per minute. After the first shock was delivered, the monitor and electrode belt were replaced by the distributor support service at the hospital. The second appropriate shock was delivered at 12:59:04 on (B)(6) 2016. The rhythm at the time of the second treatment was ventricular fibrillation. The post-shock rhythm was atrial fibrillation at 70 beats per minute. The equipment at the time of this treatment was monitor sn (B)(4) and electrode belt sn (B)(4). It was also reported that the patient went into ventricular fibrillation at approximately 14:46:18 on (B)(6) 2016 while in the hospital ICU. The patient was having a seizure and nurses were present in the room. It was reported that the lifevest alarmed and stated that a treatment had been given, however there was no indication that the patient received a treatment at that time. The patient was being monitored in the hospital and it was reported that the hospital monitor showed that the patient was in ventricular fibrillation. At this time, the hospital staff decided to remove the lifevest from the patient. A non-lifevest hospital defibrillation was used to treat the patient with one shock. The patient remained hospitalized and is on hospital telemetry. The patient is no longer wearing the lifevest. A review of the downloaded software flags and ECG data was conducted and the event was reviewed by trained ECG technicians. It was determined through this review that the device determined there was significant high frequency interference (noise) during the alleged vf event leading up to the removal of the lifevest. As the interference persisted for several seconds, the lifevest determined that the rhythm was a non-treatable rhythm and did not treat. As the lifevest had previously given an earlier treatment (at 12:59:04), and no download had been performed, the device periodically notified that a treatment had occurred. The lifevest alarming and stating that a treatment had been given was due to the earlier appropriate treatment.